Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed. The root cause of the reported problem was determined to be a blown dc fuse. The dc fuse will be replaced at a future date to address the reported problem.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the "pump not showing charge progress. Still on 0 of 20 even after 40-50 minutes charging. Showing 0min, 0 hour trob". There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. This device is a p1.7 colleague pump with a user interface module software version of 7.01.00.